Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigating the actual device used in this incident, it was determined that there was a key med combo issue. A technical support specialist found that the client had been issuing this medication by cycle counting the fridge key bin 02 12 to pull the item and cycle counting again to return the key. The client will have the pharmacy reach out to support so that a key combo can be created to correct this issue and resolve discrepancies. The client was provided the case number and support number to reference if the pharmacy needs assistance. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported that bd pyxis¿ medbank tower aux had a key medication combo issue on lorazapam 2 mg in 1 ml vial key bin ext1. There were no adverse events or injuries reported based on this incident.